Event description:
Customer reported that they were unable to exit the rewind sequence. Customer threw away old supplies and troubleshooting was not performed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.